Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. There was an excessive amount of air bubbles noted to be continuously aspirated from the sheath when another device was inserted into the valve. The air bubbles were observed in the sheath shaft and aspirated into the syringe multiple times. The air was first noticed after withdrawing a 6f pigtail catheter from the sheath. The physician decided to use the same sheath to complete the procedure, aspirating with a syringe when anything was inserted into the sheath. No patient complications were reported. The device is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.